Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a fixture mount broke and welded into a patient's dental implant during clinical procedure. The implant was removed on the same day. No adverse patient consequences were reported.